Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a fiber on the phaco tip went into the eye during a procedure. It is unknown if the fiber was removed. The impact to the patient in unknown. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
No phaco tip was returned for evaluation for the report of foreign material on the phaco tip going into the eye; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).